Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of distal radius. In the surgery, the screw of the guiding block broke. The broken part of the screw stuck to the hole of the plate and could not be removed. The surgeon gave up using the plate and used another new plate. The surgery was completed with no surgical delay. No further information is available. This complaint involves two(2) devices. This report is for (1) 2.4mm ti va-lcp 2-col dstl rad pl nrw 6h hd/3h shaft/lt-ster. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.